Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, there is insufficient information available to determine the root cause of this event. The valve is not available for analysis, as it remains implanted in the patient. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nonstructural dysfunction. No corrective action is applicable; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards mitral bioprosthetic valve underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The pre-existing surgical valve has been implanted for approximately 13 years and five (5) months. An attempt to implant a transcatheter valve was not successful. The patient needed to be placed on ECMO. The procedure was aborted and the patient was put on balloon pump. The patient was noted as hemodynamically unstable. It was reported that another tmvr will be attempted at a later time.